Manufacturer narrative:
According to the facility the 'grounding pad caused a spark when it was plugged into the esu/bovie unit'. The sample was returned but a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the 'grounding pad caused a spark when it was plugged into the esu/bovie unit'.